Event description:
It was reported that one of the circuit breakers intermittently tripped. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and power cord were replaced and the circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.